Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an out of range pacing impedance was observed on the right atrial (ra) lead, connected to this implantable cardioverter defibrillator (ICD). The impedance measurement was greater than 2000 ohms. Pacing impedances were stable until recently, when there were a few small increases and then the 1 out of range spike. The patient does not need any pacing in either chamber. The patient was checked in office and the out of range pacing impedance measurements could not be reproduced. No additional daily measurements were out of range. The patient is being monitored remotely for any additional issues. The ra lead was made by another manufacture. No adverse patient effects were reported.

Event description:
Additional information was reported, indicating that the ra lead pace impedance jumped to greater than 2000 ohms again. Noise was seen on the atrial electrogram (egm) and was not oversensed. The field representative performed an atrial threshold check and got a good threshold reading, and the noise went away. The atrial impedance was then checked again and it was 500 ohms. Technical services discussed that the noise seen is likely minute ventilation artifact. The field representative then turned off the respiration related trends as well as the beep when impedance was out of range, for atrial impedance. No adverse patient effects were reported.